Event description:
The control solution has always come 2 vials 4.0ml in a box with information printed on the side panel and an info sheet inside the box. Recently- this month, rptr received only one vial in a little plastic bag- no literature on info- no packaging. Questioned supplier, and was told that this is the way they are now receiving it from therasense. Called therasense and was told 1. It never came in a box (not true) 2. It is not sold in stores (rptr's drug store sells it in a box) another person stated that the problem lies between their warehouse and supplier and shipping dept and that rptr should call supplier and tell them to call therasense warehouse manager - which rptr did. Rptr received a call back from a supervisor in customer service who stated she was not advise of any change in packaging said she would refer it to their legal dept. Several days later rptr received 2 vials control solution in the original packaging (box). The packing slip stated this is a replacement from abbott.